Event description:
Complainant reported that the external marker band slid up the 30mm 5f beta-cath catheter. A new catheter was opened and the procedure was completed successfully with no adverse event reported.